Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported that the catheter inserted, the configuration used was straight, with a catheter size of 20 cm, and the final placement location was the jugular vein. The distal (purple) lumen was used during the course of treatment. Reported uses of the distal lumen included: administration of intravenous therapy (infusion of fluids, medications, and or blood) blood sampling. Power injection of contrast media. The maximum infusion rate for power injection was 5 ml per second. A dead-end cap was not used in this case. The bd bard dualator dilators used were 11 to 13 fr and 12 to 14 fr sizes. Both configurations were used in conjunction with the bd bard power trialysis short term dialysis catheter. Sequence reported: largest (12 to 14 fr) first, then smallest (11 to 13 fr). The reporter clarified that the sequence notation reflected a misunderstanding and that the wire, dilators, and catheter were used as a kit. If indicated due to body habitus, degree of tortuosity, or resistance to passage of the initial wire dilator, boston scientific amplatz super stiff wires are often used for support. The reporter identified the following complication device failure directly related to the bd bard struxure guidewire: internal bleeding requiring medical or surgical intervention (i.e., blood transfusion).